Event description:
Non-disposable pulse oximetry device had been placed on pt's finger - on skin check, noted a discolored area under the nail just below where the probe was sitting on the nail - nail did not appear to be damaged - possibly a bruise? Device given to massimo rep for testing.